Event description:
Prosthesis implanted in 2002. Approximately 3 months later, pt noted some instability of their knee. Radiographs showed metal debris and failure of the prosthesis. Pt taken to surgery in 2003 for replacement and debridement of debris.

Event description:
Add'l info received from MFR 3-31-2003: this device was a custom component cleared for "compassionate use" that was received on october 20, 2002. Therefore, only one device was manufactured and distributed.